Manufacturer narrative:
Continuation of d11: product ID neu_refillneedle, serial# unknown, product type: accessory, the previously reported patient code c76143 has been updated to c26696. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It reported the patient wanted the pump out because he was scared it will leak inside him and with the amount of drug, that could kill him. The patient was concerned about the pump reservoir drying up and the rubber turning hard like an eraser. The patient went into further details saying he used to get refills every 5-6 weeks and the person performing the refill said it would get harder and harder to perform the refill. They were having a lot of problems like this, "like the needle was going through tar, not easy like it used to be". Per the patient, the refill lady said it's "like it's drying out" and the patient reported the needles were bending. The patient thought she must have been hitting the metal part, but then stated it was right on. The patient was worried the pump would like and wanted it removed. Drug information was provided; prialt and bupivacaine (unknown dose and concentration).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported the patient recently saw their hcp and found out that the reservoir septum dried out and crumbled so the pump could not be removed/explanted. It was noted the issue began in (B)(6) of 2019.